Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test and was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Evaluation results: zoll medical corporation evaluated the device and the device performed to specification. Review of the device activity logs showed that the date and time in the device configuration was changed manually to (B)(4) 2021. This caused the device to mistakenly recognize the attached pads as expired and would fail an automatic readiness test. However, the device would pass a manual 30 joule self test and be capable of delivering therapy. This report has been attributed to user error and typically does not meet reportability requirements. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed readiness test and was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.